Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(initial reporter name).

Event description:
N/a.

Event description:
It was reported by customer during use with a patient that cs300 intra-aortic balloon pump (iabp) had no signal in input even when a moni-n cable is plugged into the external input. No harm and injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) no signal is input even when a moni-n cable is plugged into the external input. There was patient involvement however, no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, ECG (direct input not possible external input not possible with initial information) reproducibility could not be confirmed. Fse will wait and see. The equipment was inspected on 17-jul-2025 no part replacement was performed as the issue was not reproducible and is considered a customer use problem.

Event description:
N/a